Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination was performed and found the lens with one bent haptic and the other haptic cut in the middle. A long and small cut across the optic of the lens was observed. The product evaluation could not verify the failure mode due the condition it was returned.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the details of the event was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the eye the lens haptic bent while advancing the lens. The incision was enlarged to allow for removal of the iol, a vitrectomy was performed, and a lens exchange was performed. Sutures were used to close wound. Additional information was requested, but not received.